Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen went black, is not showing any numbers. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported malfunction. The logs did not indicate any issues with the display or unit. The fse completed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) screen went blank, not showing any numbers. There was no patient involvement.